Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The type of reportable event was updated from previously being a malfunction to now a serious injury. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code is no longer applicable.

Event description:
Additional information was received via a company representative. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the pump revealed corrosion and wear on the internal gears inside of the motor, indicative of a stall due to shaft-bearing.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml dilaudid at 3.997 mg/day and 2.0 mg/ml bupivacaine at 0.7995 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had a motor stall on (B)(6) 2017 at 18:49 as well as a recovery on (B)(6) 2017 at 18:02. It was noted the patient heard beeping. Additionally, the doctor had tried to fill the pump with 10 cc saline on (B)(6) 2017, but could not. The doctor was able to get the 10 cc in, but then could only aspirate 5 cc. On (B)(6) 2017, the doctor aspirated out the 10 cc, but could only fill the pump with 30 cc. It was further stated that the doctor felt resistance on the syringe, described as "vibrating". The plan was to replace the pump, but upon interrogation before surgery on (B)(6) 2017, the logs showed the pump had recovered, so the doctor opted to refill the pump and not replace it at the time. The issue was considered to be resolved and the patient was noted to be "alive - no injury". The patient's symptoms included diarrhea, vomiting, and "emotions were weird". Possible troubleshooting steps were discussed, however the patient had been sent home. It was noted the physician did not use the manufacturer's refill kits. It was noted no environmental, external, or patient factors may have led or contributed to the issue. No surgical intervention occurred and none was planned.